Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth on both eyes (ou) at a 1 month post-operative exam. A brief description from the surgery center indicated there was a small spot of epithelial ingrowth noted on both eyes at the flap edge at a 4 week post flap lift enhancement. Through follow up, the enhancement (flap lifted) was performed due to patient's visual acuity was at 20/60 on both eyes and blurry vision. At this time, there is no plan of action for additional treatment for the epithelial ingrowth. Pre-op: bcva from (B)(6) 2016: right eye (od) pre-op 20/20 2.75 x -.50 x 80; left eye (os) pre-op 20/20 3.00 x -.75 x 97. Post-op: bcva from (B)(6) 2016: right eye (od) post-op 20/20 1.00 x -.50 x 65; left eye (os) post-op 20/25 -.50 x -.50 x 135.